Event description:
Pt was treated in february 2004. Thermage was notified of event in 03/2004. Pt developed swelling one-day post treatment. At five weeks post treatment pt developed waffling one right temple area. Most current follow-up in 09/2004.